Event description:
The patient's system was explanted due to a mrsa infection.

Manufacturer narrative:
The explanted products were discarded by the medical facility will not be returned for evaluation. A review of the sterilization records for all explanted devices was completed and no anomalies were noted. This is the final report.